Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. Based on the completed investigation, the reported events are likely due to a high-energy device (such as a high-frequency device) being used without maintaining a sufficient distance from the tip. However, the root cause could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that there were burn marks observed on the metal tip, and the tip cover was scorched due to close proximity to a high-frequency treatment device. There was no patient involvement.